Manufacturer narrative:
Contact alleges, about 17 years post-implant of the dulex mesh the patient experienced discomfort, mesh disintegration, obstruction and abdominal pain. Based on the information available at this time, no conclusions can be made. Adhesion formation is a known inherent risk of surgery and is listed as a possible complication in the adverse reactions section of the instructions for use (IFU) supplied with the device.

Event description:
As reported, during an incisional hernia repair procedure on (B)(6) 2004, the patient was implanted with a bard/davol dulex mesh. It was reported, about 6 years later in 2010 the patient underwent additional surgery to remove abdominal wall scarring. As reported on (B)(6) 2021, the patient experienced excruciating pain and presented to the hospital emergency room. As reported, a CT scan was performed and identified 2 bowel blockages and a twisted area of bowel. It was reported the surgeon would not perform any surgical procedure and administered a ¿dye¿ to temporarily resolve the blockages and twisted bowel. As reported, the patient has continued with significant abdominal bloating/swelling, and the patient¿s abdomen is hard to the touch and painful. As reported the patient has tried multiple remedies such as gas-x, mint tea, multiple doctor visits with no relief. Contact reports the patient experienced health issues related to the ¿mesh disintegrating and allows intestines to grow into the mesh.¿ per the contact, the mesh has ¿welded itself against the bowels and skin causing trouble eating and bloating.¿ it is reported that the patient is waiting for surgery in the near future.